Manufacturer narrative:
A2 - patient age: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of ventricular fibrillation could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed a low flow hazard alarm as well as events consistent with a material, such as thrombus, interfering with the rotor; however, a specific cause for these events could not be conclusively determined through this evaluation. The system controller periodic log file contained data from 14:38:25 on (B)(6) 2024 through 05:22:54 on (B)(6) 2024, per the timestamps. A low flow hazard alarm associated with an estimated flow of 0 lpm was captured in the last line of data. The onset and duration of this alarm could not be determined as there is no controller event data available for this timeframe. Prior to this line of data, estimated flow ranged from 3.2-5.1 lpm and no notable events or alarms were captured. The system controller event log file contained relevant events from 11:08:26 through 12:38:34 on (B)(6) 2024, per the timestamps. Multiple left ventricular assist device (lvad) internal fault alarms fault flags were captured throughout the file. Significant elevations in motor power were observed in between and during these events, resulting in multiple pump resets, per design. The observed behavior is consistent with material, such as thrombus, interfering with the rotor and subsequently causing increased power draw. At 12:33:31, the driveline was disconnected, consistent with the removal of device support following the reported patient death. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and pump thrombosis. This section also addresses all pump parameters, including pump flow and power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Additionally, this section lists arrhythmia and thromboembolism as potential late postimplant complications. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to ventricular fibrillation (vf) on (B)(6) 2024. The patient was found expired in their apartment. Data of implanted event recorder (implanted in (B)(6) 2022) had shown vf on (B)(6) 2024 at 4:40pm. The patients periodic log file from (B)(6) 2024 at 5.22am showed zero flow but no further alarms. The event log file from (B)(6) 2024 at 11:08 am showed a left ventricular assist device (lvad) fault with power consumption of 22w. The pump was working as expected. It was stated that the outcome was not device or therapy related. An autopsy was not performed, the pump was not explanted.